Event description:
It was reported that the rotawire broke as well as a perforation and pericardial effusion. A rotational atherectomy treatment procedure was being performed in the marginal branch as well as the circumflex (cx). The cx was reported to be 90% stenosed, tortuous with severe calcification. The marginal branch was treated with a 1.25mm rotablator rotalink plus over a 330cm rotawire. Multiple runs were made for 25 seconds at 180,000rpm lasting more than five minutes with no effect on the calcification using the pecking method per dfu. The physician advanced a new 330cm rotawire in the cx without any problems and removed the previous rotawire. During removal of the rotawire from the vessel, the spiral of the wire tip became stretched. The wire was removed intact. The same 1.25mm rotablator rotalink plus was then advanced over the new 330cm rotawire in the cx and rotablation was started. It was then noted the new rotawire was broken and the burr had perforated the vessel. The perforation was treated with all interventional techniques, followed by pericardial puncture and monitoring. The fractured portion of the rotawire was unable to be retrieved and remains in the patients distal cx. No further complications were reported and the patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire broke as well as a perforation and pericardial effusion. A rotational atherectomy treatment procedure was being performed in the marginal branch as well as the circumflex (cx). The cx was reported to be 90% stenosed, tortuous with severe calcification. The marginal branch was treated with a 1.25mm rotablator rotalink plus over a 330cm rotawire. Multiple runs were made for 25 seconds at 180,000rpm lasting more than five minutes with no effect on the calcification using the pecking method per dfu. The physician advanced a new 330cm rotawire in the cx without any problems and removed the previous rotawire. During removal of the rotawire from the vessel, the spiral of the wire tip became stretched. The wire was removed intact. The same 1.25mm rotablator rotalink plus was then advanced over the new 330cm rotawire in the cx and rotablation was started. It was then noted the new rotawire was broken and the burr had perforated the vessel. The perforation was treated with all interventional techniques, followed by pericardial puncture and monitoring. The fractured portion of the rotawire was unable to be retrieved and remains in the patients distal cx. No further complications were reported and the patient was reported to be stable post procedure. Device evaluated by manufacturer: a visual examination identified the wire had numerous kinks. The wire was also broken at the distal tip section.